Event description:
Report received of self delivery. The pump was programmed in the continuous+pca mode to deliver 1mg/ml, of morphine at a continuous rate of 2mg/hr, with a 1.0mg pca dose, 10 minute pca lockout and an 8mg 1 hour limit. Reportedly, at an unspecified time, the nurses noted an audible tone sounded when "the pt was not pushing the button." Reportedly, upon review of the history there were an unusual amount of pt demands noted. The pt was noted to be "drowsy" but there were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. History review: the history was downloaded at the user facility. A review of the pump history indicated the pump was last programmed on 9/16/04 to deliver in the continous+pca mode to deliver a drug concentration of 1mg/ml, a 1 mg pca dose, a 10 minute pca lockout and a 8mg 1 hour limit. Between 0451 and 1611, there were thirteen 1mg pca deliveries and 148 unmet demands. There were no entries that the 10 minute pca lockout or the 8mg 1 hour limit was ever reached. The review of the events in the pump history indicated that the pump delivered as programmed.